Event description:
The coating on the tip of the laparoscopic scissors came off. Manufacturer response for ace + 7 laparoscopic shears, harmonic ace (per site reporter). Will be here to pick up product for evaluations.